Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-06808. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular and right atrial leads exhibited noise. An x-ray image showed clavicular crush on both leads. It was noted that the patient was not dependent. No intervention was reported. The patient was in stable condition.